Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Citation: zhiwei xu md. Long-term outcomes after mechanical aortic valve replacement with aortic root enlargement in adolescents. Journal of cardiac surgery, 2017. Feb;32(2):133-137 earliest date of e-publish/publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it cannot be determined whether this event has been previously reported. (B)(4).

Event description:
Medtronic received information via literature review regarding long term outcomes after the implant of a mechanical aortic valve with aortic root enlargement in adolescent patients. All data were collected from a single center between 1997 and 2006. The study population included 58 patients (predominantly male; mean age 15.5 years). Patients were implanted with an ats open pivot valve or a st. Jude medical regent valve (serial numbers were not provided). Among all patients adverse events included: premature ventricular contractions treated with medications, complete heart block that resolved or was treated permanent pacemaker implant. Other adverse events included, thrombosis that resolved with medication, transient ischemic attack and mild paravalvular leak. Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between the observed adverse events and medtronic product. No additional adverse patient effects were reported.